Event description:
Per the clinic, the patient experienced discomfort with device use resulting in the refusal to continue use of the device. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Additional information was made available and has been reported with MFR report# 6000034-2013-00356. Please refer to the new report for evaluation summary. This report is filed (B)(4) 2013.